Event description:
The customer reported low alarm volume and that patient data is missing. No further information was provided, and no adverse patient impact was reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
The customer reported low alarm volume and that patient data is missing. No further information was provided, and no adverse patient impact was reported.

Manufacturer narrative:
A complaint was received regarding two OEM widescreen displays with low alarm volume and patient data missing. No adverse patient impact was reported. Attempts were made to determine the infinity system (ics or iacs) in use when the low volume and missing data was discovered, however in the (B)(6) 2024 email response it was stated that no more information was available. Without further information a root cause of the stated complaint cannot be determined. If more information should become available, a child record associated with this complaint will be opened for proper documentation.